Event description:
It was reported that patient presented for follow-up in clinic. It was noted that implantable cardiac defibrillator (ICD) exhibited post paced t wave over-sensing. No intervention was performed, and device is being monitored. There were no patient consequences.